Event description:
The (B) (4) have reported via (B) (4) the following. The (B) (4) seems to have identified that this device appears to have a potentially higher than average revision rate. (B) (4) further reported that (B) (4) have asked (B) (4) to investigate this matter further.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.